Event description:
Ous MDR - at m44, the ICD was at mol2, battery status 5% - 2.90v. The patient was paced 100% of the time at 2.5v/0.5 ms in each cavity. In the ICD memory there are no ventricular episode and only 19 shocks are recorded: 17 automatic capacitors reformation, a 1j test shock for the dft test and a 24j shock to stop the induced arrythmia.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol2. A number of 19 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 43 months; 19 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. Taking the 100% stimulation into account, the battery condition of mol2 4% was found to be anticipated. In summary, the ICD was fully functional. The mol2 4% battery status was anticipated.